Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting the catheter spiraled leaving the distal portion of the catheter around the right ventricular (rv) lead. Attempts to remove the catheter resulted in the lead becoming dislodged. The lead was replaced. No patient complications have been reported as a result of this event.